Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received motor error alarms. The customer's blood glucose was 48 mg/dl at the time of incident. The customer's blood glucose was 110 mg/dl at the time of call. The customer stated that they treated the low blood glucose with glucose tablets. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. The low reservoir alarm functioned properly. The motor sound normal during bolus compare to a test pump. No unexpected low reservoir anomaly, delivery anomaly or motor error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was communicated properly with minilink transmitter sensor and glucose sensor simulator. No sensor error alarm noted during testing. The insulin pump had a cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.